Event description:
During coronary stenting, the delivery catheter balloon rupture above-rated burst pressure. The physician inflated the cypher 3.0 x 13 stent to 18 atmospheres for ten seconds, and the balloon ruptured. However, the stent was successfully deployed/delivered and the balloon catheter was retrieved without incident. The product was discarded; therefore, it will not be returned for analysis.

Manufacturer narrative:
The device is not available for evaluation and testing. However, any additional info will be submitted within 30 days upon receipt.